Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced a discrepancy between sensor glucose (57 mg/dl) versus blood glucose (195 mg/dl), including a 'change sensor' alert, a 'bad sensor,' and 'sensor updating/sg not available.' The customer did not report any adverse events. The event involved product(s) mmt-7040a. Troubleshooting was performed, and it was explained that the customer received a 'change sensor' alert and the possible causes were discussed. The customer was unable to run a transmitter test, or the test passed. The customer was advised to try another sensor. A discrepancy between sg and bg readings, which was not within range, was reported. It was explained that the sensor may no longer have been responding to glucose changes. Common contributing factors like insertion, site location, taping, and timing of bg entries were explained. No harm requiring medical intervention was reported, and a product return for mmt-7040a is not required.